Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No time clock, audio beep, frozen screen or display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she woke up and her insulin pump had unresponsive button, a frozen display with a black circle, beeping, and buzzing. The caller last glucose reading was 82mg/dl. Advised the customer to remove the battery for five minutes and then to insert a new battery, but the frozen display continued with the time clock not advancing. No further information was provided.